Manufacturer narrative:
One ctrf100 was received for evaluation. When output was started, a break alarm sounded twice, and the display went out. When an attempt was made to recycle the power, the alarm sounded, and the device was unusable. The issue was resolved by unplugging and re-plugging the audio pcb board. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, an alarm occurred after the second ablation. The unit was restarted but the antenna would not activate. The procedure was cancelled and was repeated several days later. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, an alarm occurred after the second ablation. The unit was restarted but the antenna would not activate. The procedure was cancelled and was repeated several days later. There was no patient injury.